Manufacturer narrative:
(B)(4).

Event description:
It was reported that an app issue occurred. Data was evaluated and the allegation was confirmed as an app crash. The probable cause of app crash could not be determined. The reported event of an app issue is reportable based on the finding of an app crash. No injury or medical intervention was reported.